Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to the all-poly patellar component shearing off. Possible cause or contributor for implant shearing was not reported, but the surgeon reported he believes that unusual force was involved. Rep confirmed the patellar component was cemented with stryker cement, and reported that no further information will be available.